Event description:
Customer reported pixel issue on pump display affecting interaction and readability, necessitating pump replacement. There was no reported impact to customer¿s blood glucose level. Customer was informed of replacement and instructed on pump return process, but declined to share backup insulin therapy details.